Event description:
This incident was reported to the manufacturer by the treating eye care professional. It was reported that the patient sought medical treatment on (B)(6) 2024, and was diagnosed with a mid-peripheral corneal ulcer with infiltrate in the right eye (od). The patient was treated with moxifloxacin and maxitrol eye drops, to be instilled every six hours a day, and two weeks of lens discontinuation. Report indicates that patient had a follow-up visit on (B)(6) 2024. It is reported that the incident has resolved as of (B)(6) 2024, without permanent injury or vision impact, however, medical intervention was required to prevent permanent impairment of eye function or structure. Should further information become available, a follow-up report will be submitted as appropriate.

Manufacturer narrative:
No product has been made available for manufacturer analysis and no lot number provided for manufacturer investigation. Given the lack of available device information, the manufacturer is unable to complete further investigations at this time and no root cause can be established. The relationship between the coopervision device and the event is unconfirmed. Should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable.